Event description:
This pt experienced an instent restenosis approx eight months post implantation of 3 cypher stents. This pt was admitted to the hosp with a chief complaint of stable angina. The pt was currently taking aspirin. The pt was taken electively to the cardiac cath lab, where angiography revealed two lesions, a 50%, de novo, focal (6mm), moderately calcified stenosis and an 80%, de novo, bifurcating long (20mm), moderately calcified stenosis, both within the mid-lad. A bolus of angiomax was administered via IV, followed by a continuous drip. A loading dose of 300mg plavix was also administered. There were no difficulties in accessing or wiring the vessel noted. The focal mid-lad lesion was predilated with a 2.5x12mm voyager balloon inflated to 6 atm for 20 seconds. The longer lesion was not predilated. A 3.0x8mm cypher was de ployed to 11 atms within the focal lesion site. A 3.0x 13mm cypher stent was deployed to 13 atms and a 3.0x18mm cypher stent was deployed to 14 atms, both within a long lesion site. None of the stents were overlapping. The 3.0x13mm cypher stent was post-dilated with a 2.5x12mm voyager balloon inflated to 10 atm. Flow through the stented segment was timi iii. Residual stenosis was reported to be 0%. The pt was discharged on the following day with aspirin, plavix (for six months) and statins. Approx 8 months later, the pt returned to his primary physician with complaints of increasing angina. An elective angiography was scheduled. Repeat angiography demonstrated a 90% in-stent restenosis of one of the cypher stents. It is unclear which stent revealed the restenosis; therefore, all three devices are being reported. During the treatment of this restenosis, an add'l cypher stent was placed. This is one of three submittes for the same event. Please reference MFR. Report#'s: 3003742446-2006-00419, and -00422.